Event description:
I took prescribed amox trx cl 500-12 tab (augmentin 500 tab). I also used poligrip tooth denture cream at the same time. My allergic reaction was a headache, runny nose, dry throat, fever and aches all over my body. Dose or amount: to line denture, frequency: once a month. Dates of use: (B)(6)2010. Diagnosis or reason for use: to line dentures. Event abated after use: yes.